Event description:
The reported feedback suggests that there was an underinfusion. An eshap chemotherapy protocol (etoposide, methylprednisolone, cytarabine, platinum agent) started (B)(6) 2020. A cisplatin 40mg/ns infusion intended to run over 23 hours began at 0040 on (B)(6) 2020 and completed at 0500 on (B)(6) 2020, which was 5 hours after the infusion was intended to complete. On day 2 (B)(6) 2020), cisplatin began at 0730 and was programmed to finish on (B)(6) 2020 at 0630, however completed at 1145 that same day with a delay of 5 hours as well. The same devices were used on both days. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The alaris pcu and pump modules were not returned for investigation; however, the customer provided the pcu event log. An initial review of the pcu event log identified that it contained entries dated between (B)(6) 2020 which encompassed the date of event stated on the feedback form of (B)(6) 2020. The review also identified the modules connected to the pcu during this time frame as pump module serial numbers (B)(4). The feedback has stated that the reported issue is related to pump module serial number (B)(4) and a review of the pcu event log identified 2 separate infusions utilizing this pump module which correspond to the dates and times provided in the feedback. However, without the pcu it is not possible to determine or confirm the drug selections made by the user as the details within the pcu event log are specific to the pcu dataset. Infusion #1: the delay in the completion was due to the pcu alarming channels disconnected on (B)(6) 2020 09:01:31 due to pump module serial number (B)(4) being "removed" and stopping the infusion. The alarm was immediately acknowledged / cancelled by the user, however the infusion was not restarted until 4 hours and 43 minutes later at 13:43:08. Infusion #2:calculations have shown that on (B)(6) 2020 04:57:23 having delivered 922.11ml of the 1000.0ml vtbi (vtbi of 77.89ml remaining) a new vtbi of 120.0ml was programmed. This would have extended the "vtbi completed" time from (B)(6) 2020 06:29 to approximately 07:42. At 06:05:46 having delivered 49.54ml of the 120.0ml vtbi (vtbi of 70.45ml remaining) a new vtbi of 100.0ml was programmed and would have extended the "vtbi completed" time from (B)(6) 2020 07:42 to approximately 08:23. At 06:50:27 having delivered 32.36ml of the 100.0ml vtbi (vtbi of 67.46ml remaining) a new vtbi of 110.0ml was programmed and would have extended the "vtbi completed" time from (B)(6) 2020 08:23 to approximately 09:21. At 09:22:17 the pump alarmed vtbi completed having delivered a total of 3412.49ml minus 2298.47ml = 1114.02ml, however further vtbi's were programmed after this time until the pump module was powered off on (B)(6) 2020 11:39:38. A definite root cause could not be identified; however, review of the event logs identified potential user errors. H3 other text : log review only

Event description:
The reported feedback suggests that there was an underinfusion. An eshap chemotherapy protocol (etoposide, methylprednisolone, cytarabine, platinum agent) started (B)(6) 2020. A cisplatin 40mg/ns infusion intended to run over 23 hours began at 0040 on (B)(6) 2020 and completed at 0500 on (B)(6) 2020, which was 5 hours after the infusion was intended to complete. On day 2 ((B)(6)2020), cisplatin began at 0730 and was programmed to finish on (B)(6) 2020 at 0630, however completed at 1145 that same day with a delay of 5 hours as well. The same devices were used on both days.

Manufacturer narrative:
This complaint was originally raised on 05-feb-2020. No devices were received for evaluation and only the alaris pcu event log was provided for review. The complaint was closed on 27-mar-2020; however the feedback was not confirmed. The investigation recommended that the customer perform volumetric calibration for any pumps suspected of delivering an underinfusion and that the associated pcu and pumps modules are serviced prior to being returned to clinical use. Please see initial fi, manufacturer report number 2016493-2020-00225. History search - no records post receipt of devices by the customer database search identified previous reports for this issue including reports from this customer (B)(4). 2019-002645 = damage to pumping module bezel / pumping mechanism mounting pillars - known issue - fsca issued by san diego. Complaint re-opened because devices were returned for investigation: on 02-sep-2020 customer advocacy received two devices from the customer: pcu sn: (B)(6) & pump module sn: (B)(6). Pcu sn: (B)(6), & pump module sn: (B)(6). Pcu sn: (B)(6) (sw: 9.33.1.2) and pump module sn: (B)(6) (sw: 9.33.0.50) were received for evaluation. Their event and error logs were downloaded. An external visual inspection identified: pcu keypad damaged (see appendix 1). Pump module left iui ¿ 1 pin corroded & 1 pin eroded (see appendix 2). A performance verification procedure (pvp) was completed for the pcu and pump module: pcu all results in specification. Pump module failed: iui inspection. Rate accuracy = -4.0%. The pcu and pump module passed the rate accuracy test and were within specification. An internal inspection of the pcu and pump module did not identify any ingress, damage or deficiencies. The system was subjected to a continuous infusion for >48 hours which was completed failure free. A review of the original pcu event log provided by the customer identified the following: the original pcu event log contained entries between 01-jan-2020 and 19-jan-2020. Pump modules 13802762, 12451857 and 12453539 attached during these dates. A review of the pcu event log downloaded on receipt of the device identified the following: the new pcu event log contained entries between 20-apr-2020 and 04-may-2020. Pump modules 13802762, 15288348 and 15282562 attached during these dates. The original pcu event log contained entries which encompassed the date of event stated on the feedback form of 17-jan-2020, whereas the new pcu event log does not. A review of the pcu event log (see appendix 3) identified 2 separate infusions utilizing this pump module which correspond to the dates and times provided in the feedback. The review identified the following sequence of events: infusion #1: the delay in the completion was due to the pcu alarming channels disconnected on 17-jan-2020 09:01:31 due to pump module serial number (B)(6) being "removed" and stopping the infusion. The alarm was immediately acknowledged / cancelled by the user, however the infusion was not restarted until 4 hours and 43 minutes later at 13:43:08. Infusion #2: calculations have shown that on 19-jan-2020 04:57:23 having delivered 922.11ml of the 1000.0ml vtbi (vtbi of 77.89ml remaining) a new vtbi of 120.0ml was programmed. This would have extended the "vtbi completed" time from 19-jan-2020 06:29 to approximately 07:42. At 06:05:46 having delivered 49.54ml of the 120.0ml vtbi (vtbi of 70.45ml remaining) a new vtbi of 100.0ml was programmed and would have extended the "vtbi completed" time from 19-jan-2020 07:42 to approximately 08:23. At 06:50:27 having delivered 32.36ml of the 100.0ml vtbi (vtbi of 67.46ml remaining) a new vtbi of 110.0ml was programmed and would have extended the "vtbi completed" time from 19-jan-2020 08:23 to approximately 09:21. At 09:22:17 the pump alarmed vtbi completed having delivered a total of 3412.49ml minus 2298.47ml = 1114.02ml, however further vtbi's were programmed after this time until the pump module was powered off on 19-jan-2020 11:39:38. A review of the complete pcu event log identified: 1 x channel malfunction alarm related to pump module serial number (B)(6) having occurred on 17-jan-2020 00:41:48 3 x channel disconnection alarms having occurred on 17-jan-2010 09:01:31, 16:33:57 and 13:34:20. This investigation has not confirmed or reproduced the reported issue and the testing undertaken has confirmed the functionality of the pump although a definite root cause could not be identified, review of the event logs identified potential user errors: infusion #1 - user failed to restart the infusion following channel disconnected alarm. Infusion #2 - user changed vtbi prior to initial vtbi having been completed the device history record was reviewed at the manufacturing facility and it did not show any manufacturing issues during production build for the pcu and pump module. A review of the service database showed no prior issues or anomalies have been reported and indicated no prior service repair history for the pcu and pump module since their receipt by the customer during may-2011 and jan-2013 respectively. Infusion #1: the delay in the completion was due to the pcu alarming channels disconnected on 17-jan-2020 09:01:31 due to pump module serial number (B)(6) being "removed" and stopping the infusion. The alarm was immediately acknowledged / cancelled by the user, however the infusion was not restarted until 4 hours and 43 minutes later at 13:43:08. The event log identified that an infusion (#2) programmed to be completed after 23 hours was started on 18-jan-2020 07:29:27 and first alarmed vtbi complete on 19-jan-2020 09:22:17 and not at 06:29:27 as expected, however during this infusion new vtbi¿s were programmed (as previously described) which extended the total infusion time. The rate accuracy was recorded at -4.0% and would have resulted with 40.0ml of the programmed 1000.0ml remaining after the pump alarmed vtbi completed and would require the infusion to be extended by 56 minutes to infuse the full 1000.0ml, and not the 5 hours reported. The IV set in use was not returned for evaluation, therefore it is not possible to comment if it may have caused or contributed to the reported issue. Should the customer continue to experience this issue it is recommended that the pcu, pump module and the IV set in use at the time are returned for investigation. A review of the customer advocacy database has identified previous reports for this issue; however they are occurring at a low frequency. It is possible that the channel disconnection alarms are a result of the poor condition of the iui connectors.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was an underinfusion. An eshap chemotherapy protocol (etoposide, methylprednisolone, cytarabine, platinum agent) started (B)(6) 2020. A cisplatin 40mg/ns infusion intended to run over 23 hours began at 0040 on (B)(6) 2020 and completed at 0500 on (B)(6) 2020, which was 5 hours after the infusion was intended to complete. On day 2 ((B)(6) 2020), cisplatin began at 0730 and was programmed to finish on (B)(6) 2020 at 0630, however completed at 1145 that same day with a delay of 5 hours as well. The same devices were used on both days. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.